Manufacturer narrative:
On january 31, 2020 mentor became aware of additional information indicating the patient had experienced capsular contracture, baker grade unk on the left side. On february 10, 2020, the mentor failure analysis lab received the device for evaluation. On february 21, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 375cc, catalog# 3503751bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a breast augmentation revision with mentor memorygel breast implant 375cc and experienced rupture on the left side post-operatively, which was confirmed by a physician. The patient indicated she had been in a biking accident which resulted in the rupture. As a result, the patient underwent removal and replacement with one mentor memorygel breast implant 375cc, catalog# 3503751bc on (B)(6) 2020.